Event description:
The customer alleged they received questionable troponin t stat (tnt), thyrotropin (tsh), and probnp results on their e411 analyzer. The customer had issues getting results for the calibration in the morning due to analyzer alarms during their semiannual linearity check. After several attempts, the customer was able to obtain valid results that recovered within the acceptable range. The quality control prior to the discrepant patient results was acceptable. The customer provided data for two patients with discrepant tnt and tsh results. The first patient's sample was received overnight from the emergency department (ed). A serum sample was tested for tnt and the customer received analyzer alarms. The customer then put the patient's plasma sample on the analyzer thinking the serum sample might have been contaminated. The patient's tnt result was <0.01 ng/ml accompanied by a data flag. The customer then tested the sample four more times. The first result was 0.047 ng/ml, the other three results were <0.01 ng/ml accompanied by a data flag. The customer reported a tnt result of <0.01 ng/ml and it was considered to be correct. The second patient was a woman born on (B)(6) 1928, (B)(6). The second patient's initial tsh result was 0.04 uiu/ml and it was reported outside the laboratory. The ed physician questioned the result and requested that the sample be repeated. The samples was repeated and the result was "2. Something." The customer could not provide the exact result as it was not available. The repeat result was issued as a corrected report. The second patient was not treated and did not have treatment withheld based on the erroneous result as the physician immediately questioned it and requested a rerun. There were no adverse events. The tnt reagent lot number was 17805001 and the expiration date was 06/30/2015. The tsh reagent lot number was 17616003 and the expiration date was 09/30/2014. The field service representative could not find the cause of this event. As a preventative measure, he replaced the s/r probe and es brush. He updated the s/r z-drive belt. He adjusted the s/r and sipper probe. He did performance testing with passing results and no alarms. The customer performed calibration and quality control with results within the acceptable ranges and no alarms.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The tnt quality control results were within specifications, and there was not a reagent issue evident. It was noted the customer was not following the tube manufacturer's centrifugation recommendations and the total time from sample draw to testing was too short per the manufacturer. There were several liquid level detection alarms encountered. The tsh quality control results were within specifications, and there was not a reagent issue evident. There were several liquid level detection alarms encountered for the sample measurements.